Event description:
Following stereotactic breast biopsy, by gel mark biopsy site marker was inserted through a mammotome probe. Following deployment of the pellets, the physician noted that the gel mark application was difficult to remove. He twisted the applicator and when it was finally removed from the applicator, with resistance, he noted that the end of the applicator was frayed. The tip was not loaded, and it is possible that it is in the pt's breast. There was no patient adverse effect.